Event description:
The doctor reported the implant was removed due to loss of osseointegration approximately 3 years - 8 months after initial implant placement. Bone quality around the area was type ii, and oral hygiene around the implant was moderate. Peri-implantitis around the implant placement area was reported during the implant removal surgery. The patient requires another surgical intervention.